Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient was at the store when he started to feel dizzy and uncomfortable. He then looked a his pump to see that his cgm was 4.2 mmol/l. A few minutes later he fainted at the store and fell with his head down first. An ambulance was called and they took the patient to the hospital. At the ER they performed a mr scan. There was no bg reported. The patient was at the ER for 7 to 8 hours and they had to sew 5 stitches in the back of his head because he had had large open hole. At the time of the report the patient was still shocked, but was stable and had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.